Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 25mg/dl due to the infusion set falling out. Customer treated with juice. Troubleshooting found that the customer was sweating and this is why it fell out. Customer declined low blood glucose troubleshooting. No further details given.